Manufacturer narrative:
All seven (7) devices were returned on 01-11-2017. (B)(4) - heartware has opened an internal investigation to address momentary disconnections. (B)(4) - an internal investigation has been opened by the supplier to address loose power connectors. Correction: the controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Review of the data file revealed several premature power switching events due to momentary disconnections involving (B)(4). Additionally, log files revealed power switching events due to communication errors involving (B)(4). (B)(4) did not participate in premature power switching. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Failure analysis of the controller revealed that device failed visual inspection due to a loose power port 1 (ps1) connector and a loose power port 2 (ps2) connector. Further analysis revealed that both of the power port locknuts were found loose internally. The electrical connection between the controller and a battery on both power ports was still stable; the reported premature power switching could not be replicated during testing. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned, and are being analyzed as part of the event.: serial # (B)(4), catalog #: 1650de, exp.date:01/31/2017, mfg. Date:01/31/2016. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:11/30/2016, mfg. Date:11/30/2015. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:11/30/2016, mfg. Date:11/30/2015. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:09/30/2015, mfg. Date:09/30/2014. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:10/31/2016, mfg. Date:10/31/2015. (B)(4). Serial # (B)(4), catalog #: 1650de, exp. Date:11/30/2016, mfg. Date:11/30/2015. (B)(4).

Event description:
It was reported from the site that the patient had a loose port and battery switching on all batteries. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The analysis also revealed premature switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Three of the returned batteries were not involved in any premature switching events, the batteries all passed visual and functional testing, (B)(4).   The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector and a loose power port 2 (ps2) connector. Loose power connectors are currently being investigated by manufacturer. Further analysis revealed that both of the power port locknuts were found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).